Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturing representative (rep) reported that the stimulation ramping sensation started after the fall and had continued. They reoriented the battery, checked impedances, and reprogrammed with adaptive stim (as) turned on and off. The rep was scheduled to see the patient again to do a final evaluation, but the patient had requested to have the stimulator replaced. The rep later reported that the patient was still experiencing a racing of the stimulator. There was also an inability to turn it off with the patient programmer (pp). They were able to decrease the amplitude to zero but unable to turn it off. A replacement was scheduled for (B)(6) and the battery would be sent back to the manufacturer for analysis. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the manufacturer's representative reported the scheduled evaluation for (B)(6) was performed and the battery was replaced.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial number (B)(4)) found that it was functionally okay with insignificant an omalies.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the manufacturer representative reported that the implant had been explanted and replaced on (B)(6) 2015 due to sporadic ramping of stimulation. They were unable to control it with the programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
The consumer and manufacturer representative reported that the stimulator in his right hip had been giving him problems since a fall in (B)(6) 2014. The patient had a fall after getting off of an airplane and stimulation was ramping up and down. The ramping sensation was not specific to any position. It was noted that the patient had adaptive stimulation enabled and when the patient was upright it was showing that he was in a transition zone. Impedance measurements were taken and all showed between 1400 and 1800, no shorts or opens were identified. Stimulation would increase randomly and the patient noted that his actual voltage had increased on the programmer and he had to turn stimulation down using the programmer. Even after turning stimulation down with the programmer, stimulation would ramp back up and it occurred with groups that have and don't have adaptive stimulation. Stimulation coverage was still good and outside of the ramping event stimulation felt as it usually did. The issue was not related to positional movement. The change in therapy or symptoms was considered sudden. The battery was reoriented and adaptive stimulation setting reset and a duplicate program without adaptive stimulation was created to use if the ramping started again. It was unknown what caused the issue and it was suspected that the fall disrupted the orientation of the battery. The patient wanted the implant replaced. The indications for use were non-malignant pain and failed back surgery syndrome. If additional information is received a follow-up report will be sent.